Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was receiving alert 113 for not cooling and failed the calibration for an error 80 expected 6 actual 26, biomed stated that the mixing pump, circulation pump and heater had all been replaced in the last 6 months. Per sample evaluation, it was reported that the arctic sun device showed signs of electrical overstress on the main voltage circuit card neutral connection to the power inlet module. Tank gaskets were lifted from the tank and it would need to be replaced. The device took longer than expected to heat above 40°c, a new heater installation would be recommended.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process ; single pull test did not provide stability of process ; evidence was not provided when requested for maintenance of records or crimp tools ;no crimp cross-sections provided. The device was evaluated upon receipt. Signs of electrical overstress on the main voltage circuit card neutral connection to the power inlet module. During servicing, the power inlet module and an ac cca board were replaced. Functional check was performed, device was tested to successfully heat above 40°c, cool below 6°c, and maintain 28°c with a 1.8l/min flow at -7.0psi while in bypass mode. Device was tested on acats (automated calibration and test system) for calibration and functional testing with a burn-in cycle. Was put through electrical safety testing and passed. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was receiving alert 113 for not cooling and failed the calibration for an error 80 expected 6 actual 26, biomed stated that the mixing pump, circulation pump and heater had all been replaced in the last 6 months. Per sample evaluation, it was reported that the arctic sun device showed signs of electrical overstress on the main voltage circuit card neutral connection to the power inlet module. Tank gaskets were lifted from the tank and it would need to be replaced. The device took longer than expected to heat above 40°c, a new heater installation would be recommended.